Event description:
It was reported that small fragments were observed floating on the patient's iris following cataract surgery. The origin of the fragments remains undetermined; however, the customer initially suspected a potential association with re-sterilizable phaco tips. During follow-up, the customer clarified that the material described as "metallic," based on its aluminum-like appearance, may instead be colored plastic rather than metal. Additional information confirmed that the fragments were first observed approximately 6 months ago. The fragments were not removed during the procedures; however, the customer confirmed that their presence did not result in any patient injury, clinical impact, or need for medical treatment to date. No additional information has been provided. This report is for the phaco tip/needle. Different reports are being submitted for the other suspect products.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: date unknown, as information was requested but not provided section d4 - model #: unknown as product lot number was not provided. Section d4 - catalogue #: unknown as product lot number was not provided. Section d4 - lot #: unknown/not provided. Section d4 - expiration date: unknown as product lot number was not provided. Section d4 - UDI #: unknown as product lot number was not provided. Section d6a - implant date: not applicable. The device is not an implantable device. Section d6b - explant date: not applicable. The device is not an implantable device; therefore, not explanted. Section e1 - telephone number (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as device information was not provided. Section h5: labeled for single use: unknown, as device information was not provided. Section h8: usage of device: unknown as device information was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.